Event description:
Small blackish foreign matter was found inside of the sterile pouch during inventory inspection at (B)(6). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned.

Manufacturer narrative:
Small blackish foreign matter was found inside of the sterile pouch during inventory inspection at (B)(4). Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product wasn't clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. One unit of sakura fire star, 3.00 x 20 was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Foreign material was found inside the pouch. No other damages were noted. The foreign material was measured it was found out of specification. A foreign material was observed inside the pouch. Ft-ir conclusion: qualitative analysis (ftir) was performed on the foreign material received to elucidate its chemical composition. Results showed that foreign material found in the sterile pouch appears to have an ester-based composition. However there is no additional evidence to pinpoint the exact polymer composing the foreign material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. The root cause could not be conclusively determined it appears to be related to the manufacturing process of the product. Based on the information available and the product analysis results, a risk assessment has been initiated to investigate this issue.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.